Manufacturer narrative:
Device was received with a scratched case, a serial number label fading and a end cap address label missing. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded in the pump's daily history screen. No unexpected bolus not delivered alert, bolus delivery anomaly or history anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated contacts on the battery cap are neither missing nor damaged. Insert battery alarm did not displayed on the screen. Display did not return after pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.